Manufacturer narrative:
An event of a fluid leak was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure the agilis 13f was leaking fluid from the hemostasis valve after insertion into the patient. The procedure was completed without replacing the device and there were no adverse patient consequences.